Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the firing rod was noted to be out of home position. Functional testing found that there was a universal asynchronous receiver-transmitter (uart) communications error and calibration turns errors in the data saved to the system. The handle displayed a yellow adapter swimlane which was noted to be caused a calibration turns error. It was reported that the device did not fire completely. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the power handle alert was out of sync with the adapter. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The evaluation detected an unreported condition: of uart error. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: if a stapling reload is difficult to unload, center the reload and fully open the jaws by manually controlling the toggle or press and hold the up control button for two seconds. The articulation will center and the jaws of the reload will fully open. Reattempt to unload the stapling reload by pressing the reload unload button back toward the power handle, twist the reload counterclockwise 45 degrees and remove the reload from the shaft of the adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: sigphandle, sig power sigphandle handle, (serial # (B)(6); egia60avm, egia60avm egia 60 artic vasc med sulu, (lot #p4k1010); egia60avm, egia60avm egia 60 artic vasc med sulu, (lot #p5b0975) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a esophagectomy procedure, the power handle alert was out of sync with the adapter. The handle notified too early after firing, despite all components being loaded correctly and a green indication to fire being given. When fired, the device stopped at 30mm, halfway, even though the reload was for 60mm. After rebooting and trying again with another reload, the system again only went 30mm with a 60mm reload and then displayed a caution sign with a yellow swim lane for the adapter. The handle gave an alert prematurely during reload twice. The handle and adapter were returned for exchange under warranty, and a replacement was arranged. No patient complications have been reported as a result of this event.